Event description:
It was reported by the customer that the cot allegedly dropped at the head end. There was patient involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Manufacturer's investigation is still ongoing; if additional information is received, a follow-up report may be submitted.